Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and revealed (B)(4) technologies - (B)(4) manufactured the holding sleeve-long for matrix, p/n 03.632.036, lot number 6732452, per po # (B)(4), dated (B)(4) 2011, for (B)(4) parts. The certificate of compliance dated (B)(4) 2011, indicated the lot conformed to specifications. The holding sleeve was inspected to the synthes incoming final inspection sheet number (B)(4). (B)(4) parts were released to the warehouse on (B)(4) 2011. There were no material review reports, nonconformance reports, or complaint-related issues with this lot. The holding sleeve-long for matrix was made to the synthes tabulated drawing # (B)(4), released on (B)(4) 2011 (which included p/n 03.632.036). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was performed on the returned device. As per received condition of device; the distal tip of this locking holding sleeve is missing the first one and a half levels of threading, and the remaining tip has a jagged edge. The reported device 03.632.036 and similar device 03.632.001 are locking holding sleeves for the matrix pedicle screw system. These holding sleeves are the same design, one is a short version (03.632.001) and other one is a longer version (03.632.036). The matrix spine system includes five holding sleeves (03.632.001, 03.632.036, 03.632.085, 03.616.042, 03.616.043) for screw insertion with an appropriate driver. The distal male threads mate with the female threads of the screw thread. Improper use of this holding sleeve can contribute to the hazard experienced in this complaint. The applicable technique guides illustrate how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. The associated drawings were reviewed. The tip geometry on the inner sleeve was changed to a more constant outer diameter, and the material of the outer sleeve changed from radel plastic to anodized titanium. The received instrument was manufactured after the implementation of these changes. In conclusion, this complaint is confirmed as the tip damage is verified. This condition resulted from off axis application of the screw as stated by the complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during preparation for a surgical procedure a screwdriver broke (matrix system, long holding sleeve).the operating room (or) technician was trying to load a screw and put it on crooked, and it broke. He stated that the tip broke before the case. There was no patient involvement, injury or delay in procedure. This is report 1 of 1 for com-(B)(4).